Event description:
It was reported that when using the bd pyxis¿ medbank tower, had an issue that the cabinet was powered off. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 05-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cabinet was powered off. A technical support specialist (tss) informed the customer that there was a power button underneath the screen on the bottom right-hand side and advised the user to click on it to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.